Event description:
It was reported that the patient had a primary right replacement. Then, approximately 18 years post implantation, suddenly had severe pain in the right hip joint while walking. Patient was admitted to the hospital and diagnostics with x-ray and CT examination shows suspected cone fracture of the inserted cementless hip prosthesis and subsequently underwent a revision surgery with complete prosthesis replacement. It was found intraoperative pronounced metallosis and complete wear and abrasion of the inserted prosthesis cone. Due diligence is in process and to date no additional information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D6a: this device was implanted on an unknown date in 2006. D10. Unknown stem item# unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Upon receipt of new information, it was determined this MDR needs to be reported under a different MFR number and should be voided. Reportability will be continue under 0002648920-2025-00032.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Upon receipt of new information, it was determined this MDR needs to be reported under a different MFR number and should be voided. Reportability will be continue under 0002648920-2025-00032.